Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed skin irritation underneath her breasts. The irritation was reported as a rash with bruising, swelling, and broken skin. The patient's physician determined that she was allergic to the lifevest garment's silver mesh. The physician advised the patient to end use of the device. During a follow-up the patient reported that (B)(6) cream had cleared up the irritation, but that she had a scar under her breasts from the irritation.